Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "biological deposits/physiological obstruction/ blocked by clots, etc /inadequate material selection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "remove foley catheter from wrap and lubricate catheter. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Proceed with catheterization in usual manner using the dominant hand. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Secure the foley catheter to the patient use the statlock® foley. Stabilization device if provided (see statlock® foley stabilization device IFU) use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the customer had multiple events where they had to change the foley catheter during procedure because of no urine output.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had multiple events where they had to change the foley catheter during procedure because of no urine output.